Event description:
Hospital advised that the pump alarmed and displayed channel error as intended. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no patient consequence. No further information was provided.